Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose for a day and that nothing had brought it down. The blood glucose reading was 26 mmol/l. The customer had symptoms of nausea, dehydration and frequent urination. Customer treated with an insulin pen. The drive support cap appeared normal. No air was found in the tubing and no leaks were found. Insulin did exit during a manual prime. The basal rate, bolus wizard settings, and time and date were all correct. Customer was unable to run a high pressure test. Nothing further was reported.